Event description:
The account's maintenance stated the head of the bed will run up unintentionally.

Manufacturer narrative:
Technical support instructed the account to isolate the siderails. The account has not completed repairs.